Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) presented a hole which caused fluid leakage. The cylinders were explanted and replaced. No patient complications were reported.